Event description:
It was reported by a customer on (B)(6) 2011, the console of the laser system malfunctioned; error 171 occurred during the middle of a procedure. Per the customer, the error was unable to be cleared and the procedure was cancelled. No pt injury was reported.